Event description:
The customer was positioning a pt for a CT scan when the table went into free-float due to the estop being activated. The customer recognized that the gantry control panel was blinking and then noticed that the load pedal was stuck under the multifunction footswitch cover. There was no harm to the pt as a result of this event. The load pedal being stuck under the multifunction footswitch cover could result in undesired couch motion which could lead to potential pinching, entrapment and removal of pt medical tubing (ie ventilator tubing, IV tubing, etc).

Manufacturer narrative:
Note: we have not completed our investigation. We will file a follow-up MDR at the completion of the investigation. (B)(4).